Event description:
The customer reported that following a mastectomy procedure, the pt was re-admitted to surgery post-operatively due to a hematoma. The hematoma was on the left pectoral muscle, where there was some oozing of blood. In the follow-up surgery the surgeon diathermied the bleeding, covered it with 'surgicell' coagulant mesh and closed the wound. The surgeon observed that the pencil gave a very good surgical effect. The pt's status was reported as fine.

Manufacturer narrative:
The pencil has been disposed of by the site so no evaluation of the device can be done. In their report to covidien, the site also reported that the pt was taking anti-coagulants which the surgeon believes was the cause rather than the force triverse pencil. A search of our complaint database found not other reports of this nature.